Manufacturer narrative:
(B)(4). (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: sudden increase in volume of the right breast and hardening of both breasts, progressing to post-retraction deformity, periprosthetic capsular contracture (baker grade IV) , seroma , intracapsular rupture of the right implant.

Event description:
Healthcare professional reported "sudden increase in volume of the right breast and hardening of both breasts, progressing to post-retraction deformity. Breast us was performed, which reported findings of periprosthetic capsular contracture + seroma + intracapsular rupture of the right implant." Device has been explanted.